Manufacturer narrative:
Medications: dilaudid, tylenol, synthroid, and oxycodone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to fistula and death.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, pre-implantation imaging identified an ascending thoracic aortic dissection (zone 0) with a reported total treatment length of 32.6 cm. Additionally, significant thrombus was identified at the distal implantation site. On (B)(6) 2017, the patient underwent successful revascularization of the head vessels, consisting of right carotid to left carotid and left carotid to left subclavian artery bypass procedures. On (B)(6) 2017, the patient underwent endovascular treatment of the thoracic dissection, proximal to the brachiocephalic trunk and distal to the sinotubular junction, with two gore® tag® thoracic branch endoprostheses (tac123720c/16282141 and tsb121506c/14424573) and a conformable gore® tag® thoracic endoprosthesis (tgu454520/16449009). It was reported that on (B)(6) 2018, the patient presented with a possible aortopulmonary fistula. Then had an acute pulmonary hemorrhage and expired.